Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device had an audio failure. It is not clear at the time of this report if there was a loss of audio. There was no reported patient involvement.

Event description:
The customer reported that the device had an audio failure. It is not clear at the time of this report if there was a loss of audio. Patient involvement is unknown.